Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'air in line sensor' was confirmed during the event history log (ehl) review as a reload set problem but not reproduced during evaluation. A reload set problem would present at pump-tubing setup and result in a delay of therapy and is not likely to cause or contribute to death or serious injury. Evaluation determined the cause was the ultrasonic sensor being out of specification and failing calibration. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.